Event description:
This pt had total hip replacement left in 1991, revision in 2003. The pt has dislocated twice and has been unstable. The pt is dislocating anteriorly. They were admitted for a total left hip arthroplasty. During the procedure the head component and the liner component were removed and replaced.